Manufacturer narrative:
Concomitant medical products: dtba1d4 crt-d, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos). The device settings were re-programmed and no further twos was noted. The rv lead remains in use. No patient complications have been reported as a result of this event.